Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio did observe that the device took multiple attempts to boot up and would not power on when the on/off button was initially pressed. Physio determined that the likely cause of the observed issue was due to a failed battery. Physio ordered a replacement battery for the customer. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed a "needs service" message across the display. This can be indicative of a device lock up condition. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no report of patient use associated with the reported event.